Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of approximately 50 mg/dl. Customer consumed a snack and orange juice to address the low blood glucose. Customer alleged that the low blood glucose was due to the pump's correction factor being incorrect for the customer's body type. Reportedly, the customer corrected the correction factor and resumed insulin therapy.